Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 8 months post implant of this aortic bioprosthetic valve, the patient is being considered for valve-in-valve replacement due to unknown reasons. No known intervention has occurred. Subsequently 11 days later the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve due to degenerative aortic stenosis. No additional adverse patient effects were reported.